Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The user facility¿s biomedical engineer reported that a 2008t hemodialysis (hd) machine¿s acid/ bicarbonate pump was getting hot and was discolored. There was no patient connected to the machine at the time of the incident. A fresenius field service technician found that both the bicarbonate pump and the concentrate pumps were discolored due to excessive heat. The concentrate and bicarbonate pumps were replaced to repair that machine and it was returned to service without further incident. No flames, sparks or smoke were visible and no smoke smell was noted. No parts were available to be returned to the manufacturer for evaluation.